Event description:
Additional information received reported that the patient was still having concerns regarding the device or therapy but was working with her doctor. It was noted that she had an appointment scheduled for (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported the cause of the event was unknown. An explant was planned to be completed as the date given for the explant was "2013." No hospitalization was reported. It was further stated by the healthcare provider that the patient "just wants it out." No further information was reported.

Event description:
It was reported that the patient's implant was not giving her symptom control, so it was moved in (B)(6) 2012.

Manufacturer narrative:
Product ID 3889-28, lot# v885623, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).